Event description:
A csf (cerebrospinal fluid) leak "at pump implant surgery." Patient was admitted to the hospital. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk; programmer model: 8835, serial #: (B)(4).